Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference (emi) on all 3 channels causing delivery of an inappropriate shock and inhibition of pacing. This is a single episode showing the noise. All other lead diagnostics are normal. The noise is not reproducible.